Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Evaluation confirmed and reproduced a downstream occlusion alarm caused by elevated downstream current readings. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.